Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. It was also noted that the patient did not response to the cardiac resyncronize therapy (crt). The physician opted to implant a conduction system pacing lead. Both ra and lv lead were capped and replaced on 01aug2025. The patient was in stable condition.